Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Ketone strips were not returned for evaluation. Most likely underlying root cause: mlc-1: user had an inaccurate reference note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial and others were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint 13 of 14.

Event description:
Consumer reported complaint for negative/ no change trace results on ketone strips. Customer stated that the ketone strips are not changing colors when he is testing. Customer was storing products correctly in the bedroom and had not left them open. Customer had opened the vial of ketone strips on 02/08/18. During the call, the customer compared a used ketone strip to a unused ketone strip and stated there was no difference. Please note the lot number of the strips may not be accurate because customer tried his best to read them from the bottle. No adverse event or medical intervention was reported.